Manufacturer narrative:
Manufacturing date requested but not available at the time of this report. Field service specialist (fss) visited the account after the event. He was able to confirm chair movement. Fss replaced joystick assembly and performed the calibration for non-movement on it. Checked the right/left buttons activate when engaged. This resolved the reported issue. System meets johnson & johnson surgical vision specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient's chair doesn't move to the right and drifts to the left. Surgeon was able to complete the first case without complication.

Manufacturer narrative:
Manufacturing site reported that system was manufactured in 2007.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.